Event description:
It was reported that when a patient presented in-clinic for a follow-up, loss of capture was observed. Externalized conductors were observed via x-ray and fluoroscopy. The lead was explanted was replaced. It was noted that the lead broke off and the distal tip remains in the patient. The patients condition was fine without any complications and will be monitored.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 43.0cm was returned for analysis. Internal insulation abrasion was noted at 26.5-27.0cm from the connector pin. Internal insulation abrasion under the svc shock coil was noted at 41.0-42.2cm from the connector pin. The etfe coating was intact at these locations.